Manufacturer narrative:
(B)(4). Additional information: the device was received in good physical condition. It was found that the device was slow to return to a fully open position. This could have impacted the opening and closing performance of the device. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). Opening and closing of the jaws multiple times prior to use will reduce or eliminate this issue.

Event description:
It was reported that prior to a laparoscopic myomectomy procedure, they could not open the jaw.

Manufacturer narrative:
(B)(4). Device evaluation: no device received for analysis at time of submission of 3500a, when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested: did the surgeon attempt to manually open the jaws with his fingers, if no: was the device on a vessel/artery when it would not open, if yes, how was the device removed, (i.e. Cut off, forced opened). If cut off, did this cause a change in the plan of care for the patient. Did the removal cause any damage to the vessel/artery, if yes, what is the damage and how was the damage repaired.